Manufacturer narrative:
It was initially reported the ventilator failed to alarm when the patient stopped breathing. The correct description of the event is that the device was alarming for low minute ventilation and low exhaled tidal volume and the patient's breathing was impaired. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing during the evaluation and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the device operates and alarms as designed.

Event description:
The manufacturer received information alleging a patient was not breathing and the ventilator failed to alarm. The patient was taken to a hospital. The manufacturer is currently investigating this event and a follow up report will be filed when the investigation is complete.